Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown diagnostic catheter, unknown short sheath(s). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial tachycardia with an ez steer navigational 4mm catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive, and the tamponade was confirmed via fluoroscopy. A pericardiocentesis was performed, and 300cc of fluid was removed. The patient required an additional 2 days in the hospital as a result of the injury, but eventually recovered fully. The physician¿s opinion is that the event was procedure related, and that it may have had to do with the placement of another non-bwi diagnostic catheter into the patient¿s body. No transseptal puncture was performed. The only sheaths used were short sheaths for access. The last ablation cycle time at the site of injury was 45 seconds. Generator parameters at the time of injury were set at 60 degrees c and 40w (not titrated), with an ablation application of 60 seconds being performed. No anticoagulants were administered. No error messages presented on any biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial tachycardia with an ez steer navigational 4mm catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was then performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be employed to prevent tamponade.